Event description:
International affiliate had reported the "separation of the switch from the set." During eval of the returned set, the cause was determined to be broken occluder feet. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.